Event description:
Rptr c/o fibromyalgia, numbness of right arm, cancer three times, loss of short-term memory, systemic lupus, systemic multiple sclerosis, constant breast pain, severe migraine headaches with vomiting, loss of energy, constant fatigue, wants to sleep but unable to sleep due to insomnia, unable to wear a bra unless absolutely necessary when she leaves the house, easy bruising, loss of hair on her head, tmj (severe case), loss of vagina completely, due to carcinoma on the lip of her vagina, loss of strength in hands, arms go numb and muscles ache constantly, large knots appear on her elbows from time to time (no cause ???? No reason). She cannot lead a normal life anymore, because she never knows when she is going to have a severe bout with this "mess" in her. Wants to have the implants removed as soon as possible because of silicone contamination of her entire central nervous system & organs. She has been under drs' care since she has had her implants, but no dr would be honest with her until now and she finds out her problem is the implants.